Event description:
It was reported to boston scientific corporation that a gold probe device was used during a esophagogastroduodenoscopy procedure. According to the complainant, during device preparation, when the nurse was trying to flush the catheter with the irrigation water, the lumen was clogged; they were not able to irrigate. The procedure was able to be completed with another gold probe device. Failure to irrigate is not considered a reportable event. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. On (B)(6), 2010, the results of the investigation of the returned device revealed that gold was missing from the some of the bands at the ceramic tip. This can lead to the gold probe to be unable to cauterize, due to current/electrical failure. This is a reportable defect.

Manufacturer narrative:
Patient's exact age is not known. However, it was noted that they were in their 70s. The reported defect was confirmed. Water/saline solution did not flow from the probe tip, during irrigation of the device. The root cause of complaint can be attributed to manufacturing. Material was found inside the irrigation hole, and was identified as epoxy adhesive that is used in manufacturing; this expoxy is used in the bonding of the tip to the catheter. An excessive amount of adhesive occluded the ceramic tip irrigation hole, impeding the flow of saline. The gold probe was also found to be missing gold at ceramic tip. The device would not have passed electrical testing. During an examination of the device, no tool marks were found. A root cause for missing gold was determined to be not be caused by supplier material or manufacturing process. The actual root cause of the missing gold was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).